Event description:
It was reported that a patient underwent bkp procedure for osteoporotic vertebral compression fracture at th12. After the surgery intradiscal cement leakage was reported. At 3 years post-op, it was reported that there was no change in leaked cement.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.